Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The battery cap was also corroded. The device had minor scratches on the display window and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 204 mg/dl. Troubleshooting was performed and it was noted the battery compartment in the device was corroded. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.